Event description:
It was reported that some time post catheter placement, there was a hole in the red port near the clamp. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device record review is not required. Investigation summary: one glidepath d/l catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the retuned device. The investigation is confirmed for the reported damage, specifically for sharp instrument damage to the catheter, as a circumferential split was noted in the catheter exactly where the hole is alleged. The catheter appeared cut with striations noted on the edges. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2021), g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date (11/2021).

Event description:
It was reported that post catheter placement, there was a hole in the red port near the clamp. The procedure was completed using another device. There was no reported patient injury.